Event description:
The patient's husband contacted lifescan and reported that his wife's one touch ultra meter was reading inaccurately high. There is no allegation of harm or serious injury. The pt had received a result of 125 mg/dl on her meter and between 11-20 minutes, a lab test was performed with a result of 109 mg/dl. Based on this accuracy test, the meter is within specifications since the calculated difference of these glucose results is within lifescan's criteria for accuracy. The pt did not experience injury. During troubleshooting, it was verified that the meter was in the right unit of measurement and that it was coded correctly. The test strips were within the expiration date and in good condition. The pt was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the pt experienced injury due to the product. Therefore, this case is reported as a product malfunction. A replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.